Event description:
It was reported that, during a tka procedure, a journey ii bcs lck fem implant impact broke off while impacting femur. Procedure was finished with a smith and nephew back up device. A 30 minutes or less delay was reported. No harm or injury reported on patient.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device broke during a tka; however, the case was reportedly finished with a s+n backup device without reported patient harm or a surgical delay greater than 0-30 minutes. No further complications were reported. The clinical root cause could not be definitively concluded. The product evaluation will be performed and reported independent of the medical investigation. Since no patient injury or extensive surgical delay/other complications were alleged, patient impact beyond the reported use of a backup device would not be anticipated and no further medical assessment is warranted at this time. A visual inspection confirmed the covers are chipped on the jrn ii bcs lck fem implant impact. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.